Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure that the monopolar curved scissors (mcs) instrument did not work. The surgeon chose to convert to laparoscopic due to no monopolar energy. The intuitive technical support engineer (tse) was contacted after the surgeon converted. The staff requested that the system logs be checked. The tse reviewed the onsite logs, which showed no energy/erbe related messages. The staff stated that they were getting message to disconnect the force triad generator. The staff disconnected the force triad generator, but the mcs still would not fire. The staff requested that the erbe be checked. Intuitive followed up with the initial reporter and received the following additional information: the reported issue occurred 10 minutes after docking. System functionality was checked upon powering on the system. No errors were noted when the system was first powered on. The surgeon decided to convert to laparoscopic to resolve the issue. Port sizes were not increased, additional ports were not added. There were no reports of patient injury.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned for failure analysis but the reported failure (monopolar curved scissors isn't working) could not be reproduced. The iesu energized and cauterized and all ports recognized instruments. As safety precaution the unit will be returned to OEM for further investigation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.